Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that there were no issues while checking the medium-large clip applier instrument before using it. However, the hem-o-lock clip was not removed from the applier following clip placement. This issue occurred several times, therefore, the procedure was completed the with a backup instrument. There was no patient harm due to this event. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. When the user tried to remove the instrument after clip application, the round part that connects the clip and the instrument was stuck and hard to come off. The clips used were medium-large weck hem-o-lock clips. The vessel or tissue was not greater than what was specified in the instructions for use (IFU). The issue occurred on the first clip application. The customer used a backup to resolve the issue. No photos or videos are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the medium-large clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The medium-large clip applier instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. A clip could not be properly loaded on the grips. The grips did not show cracking damage. Components adjacent to this severely bent grip did not show damage.